Event description:
While treating a 60 yr old male pt the crt went blank. The manual key was on and a green dot appeared on the screen. The medic continued to use the device for the remainder of the transport, but did not use monitor. There was no adverse effect on the pt.